Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure (event) observed during analysis.a partial lead with the electrode tip measuring 24.0cm was returned for analysis. Internal insulation abrasion was noted at 11.0-11.7cm from the electrode tip. The etfe coating was intact at this location.(B)(4).

Event description:
This report is to advise of an event observed during analysis.